Event description:
It was reported that a care giver (cg) saw air in the patient line while the patient was performing peritoneal dialysis on the homechoice (hc) device. At the time of the observed air, the patient was connected for their initial drain. Troubleshooting revealed that the patient line extension set was connected after the patient line was already primed. Proper procedures were reviewed with the caregiver and the patient would start therapy over using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, the home patient (hp) reported not connecting the patient extension line prior to priming which is a known cause of air in the patient line. The homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device provides step-by-step instructions for properly priming the disposable set and says to verify that the patient line is properly primed. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. Furthermore, it instructs the user to connect the patient line extension to the patient line prior to priming. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.